Manufacturer narrative:
Additional narrative: patient information is unknown. Lot numbers 3453617 and 3477792 provided; it is unknown which lot number belongs to the complained device. Lot # 3453617 expiration date is may 01, 2020; 3477792 expiration date is june 01, 2020. Device broke during insertion; device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed for both potential lot numbers: this complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non-sterile were reviewed with the following result: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. MFR date: lot #3453617 manufacturing date is may 28, 2010; 3477792 manufacturing date is june 28, 2010. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an open reduction and internal fixation (orif) for a pelvic fracture, the surgeon tried to fix the pelvis with an unknown screw and a washer. When he applied some force to them, the washer broke. There was no surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation review was performed. The investigation of the complaint articles has shown that:we have received this washer for investigation; here the feedback: the visual inspection showed that not all remaining pieces of this broken washer were returned to us. Two lot numbers 3453617/3477792 were provided for this article so we are not sure which one is the right one and therefore a review of the manufacturing documents was conducted for both combinations and no deviations could be found. The surface looks homogeneous which leads us to the conclusion that no material related failure lead¿s to the breakage. The reported problem cannot be confirmed. Please make sure to work carefully and according the operation technique. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.